Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address elevated ion levels. Metal/liner was change to poly liner/ceramic head. (Chromium 3.3, cobalt 7.8, ti) and (chromium 4.3, cobalt 8.0, ti). Porous summit stem and pinnacle cup remained in patient. Implants appear to be well fixed. Patient has painless range of motion which includes no pain during rotational movement. No walking aids.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, the patient was revised for metal ion toxicity with a cobalt related to a metal-on-metal. Operative notes reported that there was moderate wear on the taper with a black debris.